Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included ovarian cyst, lower abdominal pain, bloating, anxiety, asthma, headache, ankle operation, follicular cyst of ovary, cervicitis and left lower quadrant pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record was received. Previously reported event- medical device removal updated to event- pelvic pain. Reporter information, medical history were added. Fu 03, 04 and 05 was processed together. On 5-aug-2020: quality safety evaluation of ptc (product technical complaint). Fu 03, 04 and 05 was processed together. On 27-jul-2020: medical record was received. Reporter information were added. Fu 03, 04 and 05 was processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal with oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received. This case became serious incident and valid. Reporter's information added. Event: injury updated to new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.